Event description:
It was reported that prior to an unknown procedure. The device was pulled from the box and the (B)(4) lid was being removed. When opening, it was noticed that the (B)(4) lid was ripped. The sterility was compromised and another device was used to complete the case. There was no patient contact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Package was visually inspected and it was found that the package damage occurred during an attempt to open the package. The tyvek was not open or damaged prior to opening. Tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek tore and stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) Tyvek delamination causes the package to be difficult to open and remove the device from the package using sterile technique. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. The batch record was reviewed and no anomalies were noted during the manufacturing process.